Event description:
Per patient's husband, ms3 pump would beep and then the screen would go blank, sn# (B)(4), they replaced batteries and it worked again fine; however, pump started beeping again and screen went blank. Patient was transferred to back up functioning pump. Same day delivery set up to replace malfunctioning pump. Malfunctioning pump will be returned. Dose or amount: 45nkm. Frequency: continuous infusion. Route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.